Event description:
It was reported that the door harness was loose.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. Upon visual inspection the service technician noted that they reseated door harness which caused loosed error 210.5020 and replaced iui right side. A review of the device history record for sn (B)(6) was performed from (B)(6) 2012 to (B)(6) 2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the door harness which caused loosed error 210.5020.

Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the door harness was loose.